Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: (left) 325cc mentor smooth round moderate plus profile saline catalog: 3502325 lot: 7277549 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two 325cc mentor smooth round moderate plus profile saline breast prostheses, suffered right side deflation, post-operatively. As a result, the patient underwent unilateral removal and replacement with an unspecified mentor saline breast prosthesis on (B)(6) 2019.